Event description:
See h 10

Event description:
A 7 mm diameter x 30 mm bridge assurant biliary stent system was inserted into a patient for the treatment of a right external iliac artery lesion. Vessel morphology is unknown. It was reported (user facility MDR# 12799573) that during the removal of a non-deployed stent to exchange for another size, resistance was felt and when the balloon was removed the stent was no longer attached to the balloon. Fluoroscopy verified the un-expanded stent was still in the right iliac artery. After unsuccessful attempts to remove the stent, the patient was taken to the operating room for its removal. The surgical procedure was successful and the patient was discharged home. No additional clinical sequelae were reported and it was reported. The delivery system was discarded by the user facility.